Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Technical examination of the returned provisional exhibits signs of repeated use (nicked and gouged) and is also fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured after becoming lodged between the tibial component and the femoral component. No adverse events have been reported as a result of the malfunction.